Manufacturer narrative:
The power supply psi was returned to the manufacturer for analysis. Analysis found that the part was returned unused and there was no failure found. Analysis found that there was no failure found with the returned part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used a clinical lab. It was reported that the pendant stated connection not ready, system initializing. This happened multiple times during the course of a two day lab ((B)(6)). The medtronic representative was able to reboot the system and continue on through the lab. There was no patient present when this issue was identified. It was determined that the mobile view station (mvs) cart needs to be replaced.